Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose readings while using the ilet system with dexcom g7, after the device delivered small correction doses following a prior elevated glucose; the user also reported announcing meals despite not eating and using meal announcements to correct highs, which was explained as potentially maladapting the algorithm. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or alarms. Investigation included customer care review of device data and user report, along with troubleshooting and education on proper meal announcements and use of corrections. Investigation of this case revealed user-induced algorithm maladaptation risk due to false meal announcements and use of meal entries as correction surrogates, with the device performing as designed by delivering small corrections in response to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.